Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the physician described decoupling and was also not able to get local registration to work, it kept failing. The physician was not able to complete the enb portion of the case and was not completed by other means. The patient was under general anesthesia.